Event description:
Premature loosening of component. Need revision surgery. Dough polymer monomer liquid 20 ml 40gm 1 sterile latex single serial no: (B)(4), model/cat no: 00110201200. Implant name: cement bone dough polymer monomer liquid 20ml 40gm 1 sterile latex single - log315068. Laterally: left area, knee; MFR: zimmer, action: implanted. Number used lot 62786332, exp date: 03/30/2017; description opened to field by (B)(6) at 1449. Inventory item: plate tib 62x41x2mm nexgen micro knee tivanium pmma uhmwpe precoat cement mod stem sterile serial no, model/cat no: 00598002702. Implant name: plate tib 62x41x2mm nexgen micro knee tivanium pmma uhmwpe precoat cement mod stem sterile - log315068. Laterality: left area, knee, MFR: zimmer, action: implanted. Number used: lot #63215865, exp date: 01/31/2026. Description: opened to field by (B)(6) at 1608. Inventory item: component fem d std knee lt cement option lps nexgen zimaloy, sterile serial no., model/cat no. 00599601451. Implant name: component fem d std knee lt cement option lps nexgen zimaloy sterile-log315068. Literality: left area, knee, MFR: zimmer, action: implanted; number used: lot no. 62946321, exp date: 01/31/2025. Description: opened to field by (B)(6), rn at 1408; inventory item: component patellar std 8mm 29mm nexgen uhmwpe knee sterile blue grn yellow purple stripe serial no., model/cat no. 00597206529. Implant name: component patellar std 8mm 29mm nexgen uhmwpe knee sterile blue grn yellow purple stripe - log315068. Laterality, left area: knee, MFR: zimmer, action: implanted, number used: lot no. 63239960, exp date: 12/31/2023. Description: opened to field by (B)(6), rn at 1408, inventory item: insert articular 1-2.